Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered an alert for low pacing impedance rv tip-to-rv coil. It was noted that the lead is programmed bipolar and the alert was related to the unused pacing polarity. The lead remains in use. No patient complications have been reported as a result of this event.